Manufacturer narrative:
The mayfield infinity skull clamp (a1114) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned clamp shows that the lock has rotational and lateral movement, and a residue buildup was present. The unit requires cleaning and replacement of worn internal parts; therefore, by the completion of service, the following components will have been replaced: roundhead screw, adjustment screw, washer, o-ring, screw, nut, wave spring and ball bearings. General maintenance and cleaning are also required. Root cause - the complaint is confirmed. The unit needed cleaning and replacement of worn internal parts, and the probable root cause is routine use and wear of the unit. No further corrective action is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield infinity skull clamp (a1114) was not holding position while in contact with a patient. There was no patient injury and surgical delay is unknown.